Event description:
The customer reported that the insulin pump was malfunctioning and alarmed motor error. The blood glucose reading was 66mg/dl, and he treated with granola bar. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test and experienced a prime anomaly due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm and prime anomaly. A cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched case, scratched reservoir tube window, scratched keypad overlay and missing end cap sticker noted.